Event description:
It was reported that the patient presented remotely via merlin.net. The patient's pacemaker exhibited under-sensing. Programming changes were performed. There were no patient consequences.